Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04a8n, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had "major problems" with the implantable neurostimulator (ins). The patient reported that the stimulation caused her pain and her "frequency is horrible," and she was "leaking a lot." The patient reported that she "can feel the ins under the skin." The patient reported she "can feel it moving through the fat," and described that as a tearing pain. The patient reported that at first the stimulation worked but the "farther it moves up my skin," the stimulation is less effective. Patient reported her "body rejected" her first ins, and she is having the same issues with her new ins. The caller was redirected to patient's health care provider. Additional information has been requested. If additional information becomes available, a supplemental report will be filed. See manufacturer report number 3004209178-2013-00043 for information about similar event that took place with the patient's first ins.